Event description:
Customer reportedly obtained results of 323 mg/dl, 167 mg/dl, and 131 mg/dl on the aviva system within 10 minutes. Customer felt unwell, so he was taken to the hospital, where he was treated with IV's of fluids and insulin. Requested return of suspect system and replacement was sent.